Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locking pawls had been worn from multiple burr insertions and extractions on the device. This condition allowed the burr to move distally while the motor was running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 1 of 4 for the same event: it was reported that during an unspecified surgical procedure, it was observed that the motor device was not holding three cutter devices. According to the report, the cutter devices were spinning out of the motor device while in use. There was a delay in surgery; however, the specific time of the delay was not specified. A spare motor device and spare cutter devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.